Event description:
A customer reported that their device's battery was depleting rapidly, necessitating daily charging. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The customer declined further follow-up as they were out of warranty and in the process of acquiring a new device, so no additional actions were taken.